Manufacturer narrative:
2/15/2018 - we were notified that this device indicated eri on (B)(4) 2017. The battery status had indicated mol1 (49%) on (B)(4) 2017. We received a device evaluation. Upon receipt, the interrogation of the implantable cardioverter defibrillator (ICD) confirmed the battery status eri, 17 charging cycles were recorded to the device memory. The memory content of the device was inspected. The inspection revealed that a successful 40 joules manual capacitor reformation was performed on (B)(6) 2017, documenting an elevated charge time. Besides that, the device data showed no anomalies. The statistics of the device showed, that the ICD was most probably explanted on (B)(6) 2017. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, the charging was aborted due to a depleted battery. In a next step, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency of current consumption and battery voltage was noted. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The battery voltage as well as the overall current consumption of the electrical module were directly measured. Thereby a normal current consumption could be confirmed. However, the measurement of the battery voltage revealed a depleted battery. The electronic module was attached to an external power supply to retest the therapy functions, showing an expected behavior. Therefore the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly of the battery an insulation damage within the battery was identified, which led to an elevated internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, an increased internal self-depletion within the battery was found to be the root cause for the clinical observation. Based on the data available for analysis all therapy functions of the ICD were available while the device was implanted and in service.

Event description:
Ous MDR - this device alerted home monitoring that it had hit eri status. The device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.